Event description:
The following information was provided: it was reported that the patient's left hip was revised due to the ceramic head shattering in situ (no trauma or unusual activity was reported to the rep). Intra-operatively, trunnion damage was noted. The stem, head and liner were revised. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital and surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via review of the provided photographs. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted ceramic head, fractured into two pieces. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fractured ceramic head. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted ceramic head, fractured into two pieces. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.